Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements on the right ventricular (rv) lead when programmed to the triad vector. The rv pace impedance was also noted to have been rising for years. As a result, the electrophysiologist decided to explant and replace the ICD device and the rv lead. No additional adverse patient effects were reported.